Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pump performance issues that led to a surgical intervention. In-clinic evaluation noted that the pump collapsed when squeezed until the deflate button was pushed, then the pump refilled. During surgery, it was identified that the tubing from the reservoir to the pump was too long and this caused a tube kink. Therefore, physician decided to replace cylinders, pump, and rear tip extenders. No patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pump performance issues that led to a surgical intervention. In-clinic evaluation noted that the pump collapsed when squeezed until the deflate button was pushed, then the pump refilled. During surgery, it was identified that the tubing from the reservoir to the pump was too long and this caused a tube kink. Therefore, physician decided to replace cylinders, pump, and rear tip extenders. No patient complications were reported.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of pump anomalies and kinked tubing. Product analysis confirmed the reported allegations, as the observed anomalies are likely to have affected the functionality of the device. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The cylinders were visually and microscopically examined. Buckling was noted in the proximal end of both cylinders. One cylinder had a leak in the tubing; therefore, it was not pressure tested. The other cylinder performed within specification during leak and pressure testing. Both cylinders had folds in their proximal bodies, indicating that potential buckling of the cylinders had occurred. The ms (momentary squeeze) pump was visually and microscopically examined, and functionally tested. It was identified that the pump tubing was worn; this is consistent with use and did not likely impact device function. The tubing was confirmed to be twisted. The pump did not pass the valve deactivation test. Product analysis confirmed the reported allegations, as the observed anomalies are likely to have affected the functionality of the device. Labeling review: a review of the ams 700 instructions for use (IFU) and operating room manual (orm) was performed. Within these documents it is indicated to cut or trim the device tubing to fit the patients anatomy. It can therefore be concluded that the proper warnings are identified in the IFU and orm. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: an overall evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pump performance issues, that led to a surgical intervention. In-clinic evaluation noted that the pump collapsed when squeezed until the deflate button was pushed, then the pump refilled. During surgery, it was identified that the tubing from the reservoir to the pump was too long and this caused a tube kink. Therefore, physician decided to replace cylinders, pump, and rear tip extenders. No additional patient complications were reported.